Event description:
A surgeon reported that after cataract surgery, a pt's postop refraction was not as expected. The association between the intraocular lens and this event is not known. Additional info has been sought.